Event description:
Resident slid out of the revolution trolley bed. The cap nut from the foot rest came loose and fell off causing the foot rest to slide down. Resident bumped the head, but was otherwise not uninjured.